Manufacturer narrative:
The returned ipg was analyzed and no anomalies or charging difficulties could be found. The device passed all the required lab tests and revealed normal device characteristics.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The patient was stable post operatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The patient was stable post operatively.